Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient felt uncomfortable and as though their "heart was stopping" after their implantable pulse generator (ipg) programming change. The ipg remains in use. No further patient complications have been reported as a result of this event.